Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion with heavy calcification. A stent had been deployed distally, then the 3.0x38mm xience skypoint stent delivery system (sds) caught on something while it was being positioned. As the delivery system was being pulled back, the stent caught with the proximal struts of the previous deployed stent or on a calcium nodule but could not be determined and became dislodged from the balloon. Therefore, the physician advanced a semi-compliant balloon and deployed the stent where it was located in the left anterior descending (lad). A non-abbott stent was implanted in the proximal area of the lesion to complete the procedure. There was a delay in the procedure; however, there were no adverse patient sequela. No other information provided.